Manufacturer narrative:
Nihon kohden's investigation is currently in progress. A supplemental report will be provided. Device not provided yet.

Event description:
The customer reported that the sp02 cable jl-631p was removed from the monitor in order to reposition a (B)(6) male patient who was intubated. The patient was in the supine position with pulseox on screen reading 100%. The patient was repositioned and when the sp02 cable was reconnected the device reported a "probe failure" message. Two additional sensors placed on the other patient digits with same "probe failure" reading. A sensor was attached to the secondary side of a massimo unit which shows an initial reading of 89% then proceeds to drop to 76%. The physician was called to the room. The physician listened for bilateral breath sounds, question of possible main stem/ brochospasm (unlikely but possible), albuterol administered while trouble shooting. Physician obtained a bronchoscope, tube in good position. The pulseox continues to read in low 70s, patient urgently returned to supine position and the physician performs stat arterial stick for arterial blood gas (abg). Abg shows approx. Po2 of 500 and so2 of 100%. A second massimo unit was obtained which showed a saturation of 100% with exact same hr as first monitor that continues to read 76%.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the sp02 cable jl-631p was removed from the monitor in order to reposition a (B)(6) male patient who was intubated. The patient was in the supine position with pulseox on screen reading 100%. The patient was repositioned and when the sp02 cable was reconnected the device reported a "probe failure" message. Two additional sensors placed on the other patient digits with same "probe failure" reading. A sensor was attached to the secondary side of a massimo unit which shows an initial reading of 89% then proceeds to drop to 76%. The physician was called to the room. The physician listened for bilateral breath sounds, question of possible main stem/ brochospasm (unlikely but possible), albuterol administered while trouble shooting. Physician obtained a bronchoscope, tube in good position. The pulseox continues to read in low 70s, patient urgently returned to supine position and the physician performs stat arterial stick for arterial blood gas (abg). Abg shows approx. Po2 of 500 and so2 of 100%. A second massimo unit was obtained which showed a saturation of 100% with exact same hr as first monitor that continues to read 76%. The device was never sent in for evaluation as the customer stated that none of the deviced involved belonged to nihon kohden. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.